Event description:
Customer reported she received a notice about a voluntary recall regarding the scroll wrap feature. The scroll wrap feature relates to accidental button pushing on the insulin pump. Customer was advised of the recall process. Customer's last blood glucose was 55 mg/dl. She treated with food. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).